Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when attempting to add insulin to an already filled cartridge. Since customer could not add more insulin to the existing cartridge, customer continued to use the cartridge. Customer¿s blood glucose was 306 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.